Event description:
Implant of kugel mesh (B)(4) lot 43fod326 on (B)(6) 2005. Subsequent infections, development of enteric fistulas and subsequent hospitalizations (B)(6) 2005, nonhealing wound. On (B)(6) 2007, removal of kugel mesh and replacement w/ surgisis. Resection of perforated segment of small bowel w/ primary anastomosis. Product 1st recall from bard on kugel mesh. These symptoms are also indicated as possible problems of the recall.